Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend called in to report that the customer was receiving no delivery alarms and having high blood glucose levels. The customer's blood glucose level was over 500 mg/dl. The customer treated with a manual injection and drank fluids. The customer was unable to troubleshoot. Nothing was replaced or returned.